Manufacturer narrative:
From the device history record, lot#20200102-23-sh was manufactured on 18th dec 2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.156g / 10 pieces. No sample available for investigation. According to the supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria were stipulated to see the suction results. (=(B)(4) pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of the blue, cotton, non-xray towels found prior to an open heart procedure. The towels were then discarded. There was no delay, injury or negative outcome to the patient. The event date was unknown by the customer. No further information was provided.